Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit, checked cardiosave and cs300 helium tank size and found cs300 helium tank cannot be installed on to cardiosave. The fse changed the helium tank to the cardiosave and the unit is working fine. All functional and safety test performed.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer was going to install helium tank into cardiosave device and was not able to fix inside cardiosave helium connector in cardiosave intra aortic balloon pump (iabp). There was no patient involvement.